Event description:
Patient is placed on the carescape patient monitor (v.2.0.8) in the following steps: patient connected to patient data module (pdm) and auto-admit admits the patient to pdm, bedside, and carescape central station (cscs) v2 (ca 7.0.7, os 4.0.7, sv 2.0.2). Leave generic admit info blank with default mrn: 999999999. The patient is then to be removed from the unit so they are disconnected from the system in the following steps: remove pdm from bedside monitor without discharging first. Discharge patient from the central station. Next patient is brought in for admission in the following steps: plug pdm and cables back in with and allow to auto-admit with admit info blank and default mrn: 999999999. After a minute of monitoring or less the waveform on the central station disappear and the central station shows "discharged" no alarms alert users that the patient is no longer being viewed centrally. This is a safety issue that has happened in the ICU areas as well as pacu locations on b650 and b850 patient monitors versions 2.0.7 and 2.0.8. All versions of pdms as well. Manufacturer response for physiological patient monitor, carescape (per site reporter). Ge has been investigating but no movement in almost a year now and no updates. Ge points to workflow related issue but we still feel this is a patient safety issue.